Event description:
Maude event report received. Event description on report states: pt receiving epidural bolus via alarms pump with pressing pcea button. Occurrence happened twice and pump changed with no further incident. Biomed reported the pca pendent was sticking and providing doses to pt without pt pressing the pendent. Pendent was replaced on the device. Unk if pendent was saved. No report of pt harm. Although requested, no additional event or pt info provided.

Manufacturer narrative:
(B)(4). A failure investigation will not be performed. Reporter indicated the device was a rental unit and was sent back to the rental agency and will not be returned for eval. The cause of the reported pendent sticking could not be confirmed.